Manufacturer narrative:
A patient experienced a cerebrospinal fluid leak during a trial procedure was reported to abbott. As a result, the procedure was abandoned. The results of the investigation are inconclusive as the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number: 3006705815-2021-01983. It was reported that the patient experiencing a csf leak during a trial procedure on (B)(6) 2021. The physician opted to abort the procedure. The issue has since been resolved